Event description:
It was reported that the patient presented remotely via (B)(6). It was noted that the right ventricular (rv) lead was over-sensing noise leading to noise reversion. The patient was asymptomatic. The rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2021. The patient was stable throughout the procedure.